Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)/2017, that on (B)(6)2017, the patient experienced an adverse event. The patient stated that their cousin found them unconscious on the floor during a diabetic ketoacidosis episode. The patient's cousin tested the patient's blood glucose reading and it was above 500mg/dl. The patient was transported to the hospital. The patient reported that they were hospitalized. The patient did not provide the date that they were released from the hospital. At the time of contact, the patient was recovering. There was no alleged malfunction against the device that contributed to the event. No additional or patient information is available.